Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Event description:
It is reported that the patient is experiencing pain one year post-implantation. No further information is available at this time.